Event description:
It was reported that approx. 47 months after the implantation the device was replaced due to battery depletion.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition, confirming the clinical observation. The eri battery status was activated on (B)(6) , 2020. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected. However, the current consumption was normal. The ability of the device to deliver therapies was verified and no anti-bradycardia pacing pulses were present. Therefore, the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. Next, the battery was disconnected from the electronic module. The electronic module was attached to an external power supply to check the functionality of the electronic module. A thorough investigation did not show any abnormality. All therapy functions were available and worked as expected. In particular, the current consumption was directly measured and proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery. The microcalorimetry analysis showed no anomalies. Next, the battery was opened for destructive analysis and the inner assembly was inspected. During analysis no internal electrical short was evident. However, the occurrence of a temporary short circuit that contributed to an increased internal self-depletion cannot be excluded. In summary, the root cause for the premature battery depletion could not be determined conclusively. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional.